Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent on a 5mm x 120mm smart flex biliary self-expanding stent (ses) delivery system did not fully deploy. The physician attempted to re-sheath the stent but was unsuccessful. The stent was pulled back into a non-cordis 6f 45cm sheath and the entire system was removed due to the stent being stuck within the sheath. A new smart flex stent was used as a replacement. There were no reported injuries to the patient. The target lesion was a superficial femoral artery (sfa)/popliteal occlusion. Vessel characteristics at the target site included moderate calcification, no noted tortuosity, and a stenosis percentage greater than 60%. The device was stored and prepped per the instructions for use (IFU). The smart flex sds was held flat and straight outside of the patient during the attempted deployment, and the user maintained a fixed inner shaft position during the attempted stent deployment. The device will be returned for evaluation. An unknown non-cordis procedure sheath was received coiled inside the clear plastic bag. The cap of the unknown non-cordis sheath was removed to verify if the shaft of the reported ¿smart flex 5x120 bil, 120cm¿ product is stuck inside the lumen. The stent and the distal section of the guidewire lumen were found inside the unknown non-cordis sheath. No damages were observed on the stent. The separated edge of the guidewire lumen was evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the separated material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The events of "stent delivery system (sds) deployment difficulty partial deployment", "stent delivery system (sds) withdrawal difficulty through guide/sheath" and "guidewire lumen (inner shaft) separated" are consistent with excessive tensile loading of the delivery system during the procedure. However, the exact causes cannot be conclusively determined. The evaluation of the returned device showed elongations at the separation site of the guidewire lumen, a characteristic of material overstress. This indicates that a force exceeding the component¿s mechanical yield strength was applied, likely during the attempt to retract the partially deployed stent into the non-cordis sheath. The interaction between the smart flex system and the non-cordis sheath may have contributed to increased frictional resistance, preventing smooth resheathing and withdrawal. The combination of procedural maneuvers required to retrieve the partially deployed stent, device interaction with a sheath not validated for compatibility, and the presence of vessel calcification may have increased resistance and applied tensile stress along the inner shaft, ultimately leading to the observed separation and deployment difficulties. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent on a 5mm x 120mm smart flex biliary self-expanding stent (ses) delivery system did not fully deploy. The physician attempted to re-sheath the stent but was unsuccessful. The stent was pulled back into a non-cordis 6f 45cm sheath and the entire system was removed due to the stent being stuck within the sheath. A new smart flex stent was used as a replacement. There were no reported injuries to the patient. The target lesion was a superficial femoral artery (sfa)/popliteal occlusion. Vessel characteristics at the target site included moderate calcification, no noted tortuosity, and a stenosis percentage greater than 60%. The device was stored and prepped per the instructions for use (IFU). The smart flex sds was held flat and straight outside of the patient during the attempted deployment, and the user maintained a fixed inner shaft position during the attempted stent deployment. The device will be returned for evaluation. Addendum: only the non-cordis 6f 45cm sheath was returned. Product evaluation revealed that within the non-cordis sheath was the separated distal portion of the smart flex guidewire lumen with the stent attached.

Event description:
As reported, the stent on a 5mm x 120mm smart flex biliary self-expanding stent (ses) delivery system did not fully deploy. The physician attempted to re-sheath the stent but was unsuccessful. The stent was pulled back into a non-cordis 6f 45cm sheath and the entire system was removed due to the stent being stuck within the sheath. A new smart flex stent was used as a replacement. There were no reported injuries to the patient. The target lesion was a superficial femoral artery (sfa)/popliteal occlusion. Vessel characteristics at the target site included moderate calcification, no noted tortuosity, and a stenosis percentage greater than 60%. The device was stored and prepped per the instructions for use (IFU). The smart flex sds was held flat and straight outside of the patient during the attempted deployment, and the user maintained a fixed inner shaft position during the attempted stent deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.